Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during the scheduled preventative maintenance service visit, cardiosave intra-aortic balloon pump (iabp) failed pneumatic interface module (pim) test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, component codes, investigation findings, investigation conclusion), h11. It was reported that during pm by field service engineer , the cardiosave intra-aortic balloon pump (iabp) pim test failed. The getinge field service engineer (fse) that encountered the issue, replaced the pim to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) with a reported unit failure of pim test fail. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of pim test fail. The pim passed testing. Retaining the pim in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.